Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that on the sixth shock, the device recorded an ¿abnormal energy delivered message¿. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer was able to deliver five shocks to the patient successfully. When attempting a sixth shock, the device was unable to recognize the defibrillation electrodes were connected to the patient. The customer advised that they applied a new set of defibrillation electrodes to the patient, checked all connection points between the defibrillation electrodes, the therapy cable and the device. In addition the batteries in the device were checked, the ECG leads selection on the device was adjusted, and the location of the defibrillation electrodes on the patient was moved. However, none of the aforementioned troubleshooting steps resolved the problem. A backup device was used. The customer noted that there was a delay of several minutes between the use of the backup device. The patient, a (B)(6) male was delivered to the emergency department where resuscitation continued. The customer advised that the patients' outcome is unknown. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer was not able to provide any further details.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4). Section d5 of the initial medwatch report indicates: operator of device ¿ blank. Section d5 of the initial medwatch report should indicate: operator of device ¿ health professional

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer was able to deliver five shocks to the patient successfully. When attempting a sixth shock the device was unable to recognize the defibrillation electrodes were connected to the patient. The customer advised that they applied a new set of defibrillation electrodes to the patient, checked all connection points between the defibrillation electrodes, the therapy cable and the device. In addition the batteries in the device were checked, the ECG leads selection on the device was adjusted, and the location of the defibrillation electrodes on the patient was moved. However, none of the aforementioned troubleshooting steps resolved the problem. A backup device was used. The customer noted that there was a delay of several minutes between the use of the backup device. The patient , a 68 year old male was delivered to the emergency department where resuscitation continued. The customer advised that the patients' outcome is unknown. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer was not able to provide any further details.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio determined that the likely cause of the reported issue was the quik-combo therapy cable. Physio observed an open high-voltage wire at the device connector strain relief. The customer will be provided a new quik-combo therapy cable. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer was able to deliver five shocks to the patient successfully. When attempting a sixth shock the device was unable to recognize the defibrillation electrodes were connected to the patient. The customer advised that they applied a new set of defibrillation electrodes to the patient, checked all connection points between the defibrillation electrodes, the therapy cable and the device. In addition the batteries in the device were checked, the ECG leads selection on the device was adjusted, and the location of the defibrillation electrodes on the patient was moved. However, none of the aforementioned troubleshooting steps resolved the problem. A backup device was used. The customer noted that there was a delay of several minutes between the use of the backup device. The patient , a (B)(6) male was delivered to the emergency department where resuscitation continued. The customer advised that the patients' outcome is unknown. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer was not able to provide any further details.